Manufacturer narrative:
(B)(4).

Event description:
Patient had a resolute integrity implanted in the rca. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was not performed. It was reported that the patient returned with stent thrombosis. The thrombus occurred less than 2 hours after the device was implanted. The patient was on dapt (burlenta) when the thrombotic event occurred. The stent had been fully deployed however following review of files subsequent to the procedure a dissection was identified that was not covered. The thrombosis was treated with repro followed with another stent. No further patient complications were reported.